Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 10 units of insulin based on the "hi" reading. Subsequently, the consumer experienced a hypoglycemic event while he was in flight on a plane. When the plane landed, emts came aboard the plane tested the consumer using their blood glucose meter getting a result of 33 mg/dl. The consumer was treated with glucose and tested again 30 minutes using the emts blood glucose meter getting a result of 64 mg/dl. On the way to the hospital, he was tested again getting a result of 199 mg/dl, when he arrived at the hospital, the consumer was tested again with the hospital glucose meter getting a result of 178 mg/dl. The consumer was admitted to the hospital for an overnight stay. It was found the consumer is storing his test strips in an area which is against our directions for use. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation, because they were discarded.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.